Manufacturer narrative:
Correction: the investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the labels for a stent do not show the lot number or expiry date.

Event description:
According to the available information the labels for a stent do not show the lot number or expiry date.